Event description:
Consumer reported upon removal of an unspecified number of tampons between (B)(6) 2022 and (B)(6) 2022, the pledgets fell apart. She manually removed pledget pieces from her vaginal cavity which caused vaginal pain. She also went to the emergency room and additional pieces of pledget were removed with a swab. Her pain resolved and she did not have plans for any additional medical visits.

Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release. Additionally, samples received of the product showed no defects or abnormalities.